Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station date / time does not sync. The customer reported that the user was unable to remove the medication. The malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was a bit delayed. A technical support specialist dialed into the station and ran w32tm /query /status on command. It was found that the station was not synced to ntp like other stations. The tss then synced the station to ntp, and the station time synchronized successfully. The system functioned as intended after the technical support specialist resolved the issue.